Manufacturer narrative:
.

Event description:
Reporting status: serious injury / permanent damage. Reporting rationale: stent dislodgement in patient anatomy. Device issue: stent dislodgement. It was reported that during an attempt to stent a heavily calcified mid rca lesion, resistance was encountered when the stent passed through the ostium of the rca. The stent was unable to cross the lesion and upon retraction, again encountered resistance in the calcified ostium. The stent became dislodged and was stuck in the ostium. An attempt was made to snare the stent; however, it was unsuccessful and the stent became lost in the coronary. No patient effects were reported. No additional event or patient information is available.